Event description:
It was reported that the bd alaris¿ pca kit asv microbore cv leaked and when changing the tube there was a noticeable crack at the hub. The following information was provided by the initial reporter: the tubing leaks at y-hub (see pic). Usually leaks after the pacu hooks up tubing and the patient transports to psu. When the psu nurse changes the tubing there is a noticeable crack at the hub.

Manufacturer narrative:
H6: investigation summary: a photo was received and analyzed by our quality team. The leakage reported was able to be verified but without further information like a physical sample, the root cause remains unknown. A device history record review for model: 10800175, lot number: 22055053 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ pca kit asv microbore cv leaked and when changing the tube there was a noticeable crack at the hub. The following information was provided by the initial reporter: the tubing leaks at y-hub (see pic). Usually leaks after the pacu hooks up tubing and the patient transports to psu. When the psu nurse changes the tubing there is a noticeable crack at the hub.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.